Event description:
The customer stated that during a colonoscopy the light bulb exploded inside the examination cupola. The exploding bulb created a 2 mm hole (approximately) in the light head and some glass pieces fell to the floor. At the time of the event, the light had been positioned at table level to illuminate the examination area and no one was underneath the device. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
Sas contacted the supplier of the halogen bulbs for assistance. The supplier reported they test 100% of the bulbs in a vacuum oven in order to reduce risks of bursting. Maquet sas has determined that the most likely cause of this event was the presence of fingerprints at the bulb. The deposit of grease left on the bulb by a fingerprint weakens the bulb's glass during use and can lead to the type of failure reported. The presence of fingerprints could not be confirmed in this case due to the condition of the reported item. The blue 30/80 series operating manual includes the following instruction for users: 4.1 replacing the light bulb attention: (...) Do not touch the glass body of the halogen bulb with bare fingers. (B)(4). Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.